Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that she may have a bladder infection. She could feel a bladder infection coming on. The patient was indicated for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. No further information was provided about this event. Follow up is being conducted to obtain information about the circumstances that led to the bladder infection and the steps taken to resolve it. If additional information is received, a follow up report will be sent.